Event description:
It was reported that the tubing for the drain bag was received severely folded over and unusable. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿100% latex-free closed system urinary drainage bag. - 4 liter capacity. - 4000 ml approximate volume capacity drainage bag. - bard ez-lok® sampling port. - attached sheeting clip. - control-fit¿ outlet device." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing for the drain bag was received severely folded over and unusable. No medical intervention was reported.